Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported by customer that the patient was on multiple drips (norepinephrine and vasopressin) and preparing to start phenylephrine. The patient was experiencing intermittent episodes of supraventricular tachycardia (svt) heart rate of 150 while on the drips. Vasopressors were titrated down by blood pressure remained elevated. The vasopressors were turned off within the next 12 minutes because the patient had been complaining of frequent nausea/having episodes of vomiting. It was then noted that the bag of the phenylephrine that was supposed to be on standby ran dry while the IV tubing was clamped. The phenylephrine tubing was connected to the manifold being used for the vasopressors. The tubing was immediately removed, and md notified. The patient was provided anti-nausea medication. It was later reported that the rn removed the line from the pump module to start antibiotics but did not disconnect the tubing from the patient. The automatic clamp deployed when it removed from the pump module, but the rn didn't engage any other clamps on the line. Later, when the patient became hypertensive, they noticed that the phenylephrine bag was empty. All vasopressors were discontinued, and vital signs were stabilized. Additional information reported by the customer through bd clinical practice consultant: it was reported that phenylephrine is generally directly connected to the "vad or y-sited to a lower port." By the time phenylephrine is ordered, the clinicians stated that they generally have ¿10 other infusions going¿ and would be using a multi-port. Phenylephrine would usually be given on either tubing ref# b)(4), and they use multi-port extension set from quest medical ref#9520. Morphine is given on IV set ref# (B)(4)while secondary infusions are given on codan ref# (B)(4).

Event description:
It was reported by customer that the patient was on multiple drips (norepinephrine and vasopressin) and preparing to start phenylephrine. The patient was experiencing intermittent episodes of supraventricular tachycardia (svt) heart rate of 150 while on the drips. Vasopressors were titrated down by blood pressure remained elevated. The vasopressors were turned off within the next 12 minutes because the patient had been complaining of frequent nausea/having episodes of vomiting. It was then noted that the bag of the phenylephrine that was supposed to be on standby ran dry while the IV tubing was clamped. The phenylephrine tubing was connected to the manifold being used for the vasopressors. The tubing was immediately removed, and md notified. The patient was provided anti-nausea medication. It was later reported that the rn removed the line from the pump module to start antibiotics but did not disconnect the tubing from the patient. The automatic clamp deployed when it removed from the pump module, but the rn didn't engage any other clamps on the line. Later, when the patient became hypertensive, they noticed that the phenylephrine bag was empty. All vasopressors were discontinued, and vital signs were stabilized. Additional information reported by the customer through bd clinical practice consultant: it was reported that phenylephrine is generally directly connected to the "vad or y-sited to a lower port." By the time phenylephrine is ordered, the clinicians stated that they generally have ¿10 other infusions going¿ and would be using a multi-port. Phenylephrine would usually be given on either tubing ref# 2420-0007 or ref# 11171447, and they use multi-port extension set from quest medical ref# (B)(4). Morphine is given on IV set ref# 10942011 while secondary infusions are given on codan ref# 43.7705.